Event description:
The customer reported to olympus, during routine testing, the endoscope tested positive for microbial contamination. The instrument channel tested positive for 100 colony forming units (cfu) of micrococcus luteus and the air/water channel tested positive for less than one cfu of micrococcus luteus and less than one cfu of aeromonas eucrenophila. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not yet been completed. The customer provided their cleaning, disinfection, and sterilization processes. Pre-cleaning is performed by aspirating water through the instrument/suction channel. The air/water channel is also flushed. The pre-cleaning detergent is braun helizyme. Manual cleaning is then performed by brushing the instrument/suction channel with an olympus brush and braun helizyme detergent. The scopes are then cleaned in an olympus mini etd 2 automated endoscope reprocessor (aer), using helimatic enzymatic cleaner and helimatic disinfectant. Their storage practice is vertical suspension. Olympus is the maintenance company. The scopes are not sterilized. The aer was reportedly microbiologically tested, but the test results were not provided to olympus. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where due to wear of flexibility adjustment ring flexibility adjustment function did not work, the bending section rubber glue was scratched, due to wear of angle wire the bending angle in left direction did not meet the standard value, and the connector case unit had corrosion due to water leakage. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.